Event description:
It was reported that a patient was revised due to metallosis. On revision, the medial compartment was felt to be over-stuffed and with inadequate tibial slope. The patient had been dropping off the back of the tibial component and eroded the poly. Some metallosis was discovered. The implants were otherwise well fixed. There is no additional information available.

Manufacturer narrative:
(B)(4). D10-medical product tibial component precoat right medial/left lateral size 3 item# 00584200302 lot# 63754112 femoral component high flex precoat item# 00584201302 lot# 63943904 g2- australia visual examination of the provided pictures identified product that had been implanted. The articular surface looks worn, and the tibial plate and femoral implant have biological material on them. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fit and alignment appropriate, no evidence of metallosis, wear on bearing. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint for implant wear is confirmed via provided photos, however metallosis could not be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.